Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with cracked reservoir tube lip and scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 404 mg/dl. Customer advised they had ketones and treated their high blood glucose via insulin pump. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm occurred during basal delivery and the alarm was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.